Event description:
The company received info that suggested that the balloon deflated after about three days in pt use. The customer reported that the pt was re-intubated and there was no pt injury. The customer will return the sample for evaluation.